Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem.

Event description:
Customer reported the system is not displaying an image. No patient injury was reported.